Manufacturer narrative:
Other applicable components are: product ID: 37601, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator.

Event description:
The consumer reported that one of the patient's battery packs protruded through the skin. The consumer stated that it was "not the stimulator that was protruding, it was the battery." The patient noticed it in 2015, a few months after the implantable neurostimulator (ins) was put in. They performed surgery to fix it in (B)(6) 2015. They removed the battery pack and placed it in a different position. After the device was revised, they just turned the device on, but the patient did not have any healthcare provider (hcp) to manage the device. Since the revision, the patient's movements got worse and he was contracted. He needed help finding a hcp or manufacturer representative (rep). The patient's indication(s) for use were dystonia and movement disorders. Refer to manufacturing report #3004209178-2016-08401 as the patient had two inss and it was not specified which one was at fault.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.